Event description:
It was reported that a pump malfunction occurred after the customer wore the pump during an x-ray. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending the customer a replacement pump, along with instructions for storage mode and returning the defective pump. The customer acknowledged the instructions and planned to use multiple daily injections as a backup therapy until the replacement pump arrived.